Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results confirmed that the el5ml device (a) was received non-functional. The instrument was cycled, fed and formed properly the clips. However, the instrument was noted to have sticking issues. A corrective action has been initiated to address the root cause of the sticking issue. The analysis results confirmed that one el5ml device (b) was received in good visual condition. The instrument was cycled and upon the first firing a double fed issue was noted, the subsequent firings resulted in 6 conforming clips. However, the jaws opened and closed as intended. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that the trigger would not open. The customer used a third device to complete the case with no patient consequence. The devices are available for analysis.